Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition associated with the constant fluctuation from 79 to 80 rotations per minute (rpms) and the noticeable sound was not confirmed. The device passed all operational specifications. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was powerbroken (run in the load position). It was further observed that the pawl release and the lock cylinder were worn out. It was determined that these issues were consistent with trying to run the device in the load position, damaging the locking components. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that routine testing, it was discovered that the motor device had a constant fluctuation from 79 to 80 rotations per minute (rpms) that had a noticeable sound. During in-house engineering evaluation, it was observed that the device was powerbroken (run in the load position). It was further observed that the pawl release and the lock cylinder were worn out. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.